Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation. The irritation was described as a rash or irritation on the patient's back. It was reported that there was some blood present on the irritation. The patient's doctor had the area covered and dressed, and, as the patient was being monitored by hospital telemetry, the lifevest was removed per hospital policy. After the removal of the lifevest and the addition of a covering and dressing, the patient's irritation improved.there is no allegation of a device malfunction associated with the reported skin irritation.